Event description:
A pca pump was removed from service for repair (downstream occlusion) and was removed from the biomed shop and returned to service without the knowledge of the technician working on it. Recovered without being used on a patient. Note: reporting this for data compilation of similar events to determine if it is a frequent occurrence, no action necessary on this event, no patient risk.